Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-07025. It was reported that shaft perforation occurred. The target lesion was located in the iliac vein. A 16-6/5.8/75 xxl¿ esophageal balloon catheter was loaded over an amplatz guide wire. However, upon connection to the inflation device, blood was observed and perforation was noted on the balloon catheter. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.